Event description:
A malfunction was reported on the pump by the caller, with a malfunction code displaying as malf 12. There was no adverse impact on the customer¿s blood glucose level. The issue was resolved by providing the pump reset information, and the caller was assisted in resetting the pump, which successfully addressed the malfunction as it did not recur. The customer was advised to continue using the pump and to call back if any issues reappeared.